Event description:
Patient stated the symptoms have never stopped since implant and has done more damage than good. Patient stated it controlled for a while/here and there and sometimes worked but it was to the point where the body has no idea when to go and running to the bathroom. Patient requested assistance in using patient programmer (pp) for adjusting settings. Patient increased on program 3 from 0.8 to 1.2, which patient stated was comfortable and felt it in the bicycle seat area. Patient also mentioned she had taken pain meds after implant, and after a point, felt muscle twitching and a stinging/burning in the leg (also down <(>&<)> outside the leg). Patient stated she has fallen several times from it. Patient noted the implantable neurostimulator (ins) was sticking out from her hip as she was small. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.